Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, it was reported that leakage of solution was noted from "under the blue clave adapter-bubble at the bottom." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. It was reported that there was no exposure to the pt or the staff. No medical interventions were reported. Though requested no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(6).